Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported, the customer was off the insulin pump for a couple of months and was trying to beck on. But the piston on the insulin pump was locked up or frozen and was unable to rewind it. The drive support cap was slightly recessed. Customer's blood glucose 22mmol/l, treated with manual injections. The insulin pump also had signs of corrosion customer stated it was rusty orange color. Customer stated the device was a little scratched and was able to read it. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.